Event description:
On (B)(6) 2016 the reporter contacted lifescan (B)(4), alleging missing results from the meter memory. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.